Event description:
It was reported that the patient was on an impella device at the start of the procedure. The 3.0x18 xience xpedition was unable to cross the heavily calcified and heavily tortuous target lesion in the left main to the ostial left anterior descending (lad) coronary artery due to the anatomy. This did not result in a clinically significant delay in the procedure. Five smaller xience xpeditions (2.5 diameter) were successfully implanted in the patient; however, the patient expired during the procedure due to poor cardiac output. Reportedly, the physician does not believe that the xience xpedition stents are related to the patient demise. The patient died due to poor cardiac output and a weak heart. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wires: whisper, prowater, pilot 150, pilot 50, whisper xtra support, choice pt stents: xience xpedition-1074250-08, lot 2090341, serial (B)(4); 1074250-23, lot 2091441, serial (B)(4); 1074250-08, lot 2090441, serial (B)(4); 1074250-08, lot 3012241, serial (B)(4). There was no reported product deficiency with this implanted 2.5x15 stent and the stent remains in the patient. The reported patient effect of death is listed in the electronic xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use, as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.